Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, cardiac tamponade, wire and catheter manipulation and prolonged or repetitive runs of rapid pacing. [During the ta procedure, ventricular arrhythmias can also be associated with apical access and/or significant bleeding from the access site.] These patients can be non-operative or high risk, have complex medical histories and multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are not uncommon and are treated with standard therapies, including additional vasoactive drugs or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. If these standard maneuvers are not adequate, initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery may be required. Per the instructions for use, valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, the exact cause for the cardiac arrest and valve migration cannot be confirmed. It is possible that the patient¿s comorbidities (chronic chf, cad s/p CABG and multiple pci's, emphysema, pulmonary htn, cardiomyopathy (ef 15%) may have contributed to the cardiac arrest. Patient factors [i.e. Annular size, minimal native valve and leaflet calcification, and/or chest compression during CPR] may have contributed to the valve migration. The valve embolization during placement of the first sapien xt valve was attributed to the guidewire, a non-edwards device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Six hours post transaortic valve replacement, the patient went into cardiac arrest requiring CPR and iabp placement. Post resuscitation, echo showed the valve migrated into the ventricle (10:90 aortic/ventricular); low enough that the native leaflets were closing above the sapien 3 valve, but not fully embolized into the ventricle. The patient was stable, and was taken to the operating room for intervention. Transaortic access was obtained; however, the wire dislodged the 23mm sapien3 valve into the ventricle. A 26mm xt valve was prepped and during deployment, this valve also embolized into the ventricle. A third 26mm sapien xt valve was deployed in the annulus with no leak and the patient was surgically closed. Both valves were never retrieved from the left ventricle. The patient expired following the procedure. The actual tavr procedure was uneventful. Valve placement was excellent with none to mild paravalvular leak. There were no intraoperative complications. The annulus area was 416mm2 ; there was only mild native annular and leaflet calcification. This is one of two reports being submitted for this case. This report is for the sapien3 valve.

Manufacturer narrative:
Please reference related manufacturer report number: 2015691-2015-03181 .